Event description:
It was reported that the pump declared an alarm during pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge, but the alarm recurred. Consequently, the pump was replaced under warranty, and the customer planned to use multiple daily injections as backup therapy. The customer was also instructed on how to put the pump into storage mode and return it using a prepaid label.